Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following an intraocular lens (iol) implant procedure, the patient's vision worsened after the eighth day. It was stated that the vision was dim, blurry, and messy; letters appeared shaded and overlapped. It was also reported that, immediately after the insertion, the patient had experienced glare during both day and night, which had gotten worse over time. The patient's symptoms included glare, halo, and a ring phenomenon. Additional information was requested.